Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation clip deployment could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult clip deployment. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the reported difficult clip deployment appears to be related to procedural conditions (misalignment between clip and l-lock shaft), per the cine review. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, difficulty was encountered while detaching triclip from triclip delivery system during deployment. Troubleshooting was performed and was successful. Second triclip was deployed without any issues. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.